Manufacturer narrative:
The insulin pump passed the unexpected restart error test. No unexpected restart error alarm was noted. No damage was found on the interface board. No damage was found inside the pump. The insulin pump was received with a protruded/loose drive support disk, minor scratches on the display window and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump would continuously restart, an unexpected restart error alarm occured, and insulin was flowing from the reservoir. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.